Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the patient underwent coronary angiography due to "acute coronary syndrome", and the product was used for ECG monitoring on the way to the operating room. The emergency nurse pushed out the external defibrillation monitor, and after connecting the electrical cable to the electrode sheet according to the normal operation procedure, the screen of the external defibrillation monitor indicated "ECG cannot be analyzed". The cardiac conductance line is faulty. The hospital replaced the cardiac conductance line and the equipment returned to normal. There were no injuries. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Event description:
Philips received a complaint on dfm100 indicating that device prompts "cannot analyze ECG" when customer used the device to monitor the patient. Patient was sent to operation room for coronary angiography due to acute coronary syndrome, on the way patient was connected to the defibrillator for monitoring. Customer used another device to monitor the patient immediately. There was no harm or injury reported to philips. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
This report is based on information provided by market submitter with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the cause of the reported problem was due to the defective ECG lead trunk cable. The issue was resolved by replacing the ECG lead trunk cable and the product is back in service.